Manufacturer narrative:
The date of the event onset was reported as an unknown date in (B)(6) 2016. (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by cloudy effluent. The cause of the event was not reported. The patient was hospitalized. The patient was treated with unspecified intraperitoneal anti-inflammatory drug. Drug name, dose, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. After 7 days treatment, the patient was discharged from the hospital and the patient had recovered. No additional information is available.